Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic laser console exhibited a laser spot size at 50 micron was the same as that of 1000 micron on the slit-lamp and the patient experienced damage in the retina. Additional information received clarified that laser was done outside the macula in the eye and that the central vision was probably not affected. The details about patient impact or current condition is not reported.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found that the 50 micron spot size was out of calibration. The 50 micron spot was inaccurate and inversely proportional to the spot size, despite the system being repaired days earlier in a preventative maintenance visit in service record (sr). To resolve the issue, the company service representative immediately performed laser calibrations and adjustments for the 50 and 1000 micron spot sizes. The system was then tested and met all product specifications. The details of the events that took place before, during, and after using the laser on a patient were not provided. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is likely due to laser spot sizes being out of calibration. However, how or when the lasers became out of calibration remains inconclusive. The details of the events that took place before, during, and after using the laser on the patient were requested but not provided. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).